Event description:
A caller reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.